Event description:
It was reported that the patient requested compatibility guidelines for MRI. The area to be scanned was the head/brain. The caller said that the patient had a "mini-stroke," and that was the reason for the MRI, not the manufacturer device. She was not certain when the stroke occurred but knew that the patient was seen by a physician (B)(6) 2014. The patient and family did not know the managing physician. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3889-28, lot # v003433, implanted: (B)(6) 2006, product type lead. (B)(4).